Manufacturer narrative:
A review of the complaint history for sn 16418558 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16418558 was performed from the date of manufacture, 28-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device kept rebooting. The field service engineer (fse) disconnected the drawers and hard drive and observed no shutdown after five minutes. After reconnecting the hard drive, the system remained stable. However, reconnecting the drawers and testing them caused a shutdown while logged in but not actively using the station. The fse replaced the power module and tested the drawers in diagnostics. The customer also tested the system and confirmed that no further shutdowns occurred. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station kept rebooting.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.